Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant architect stat high sensitive troponin-I results on a patient. Results provided: (reference >34 ng/l): sid: (B)(6), initial result <5, repeat result = 70. There was no reported impact to patient management.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system were performed. Fs determined the syringe assembly was the issue and the part was replaced. There have been no further reports of discrepant results since the assembly was replaced. A review of the architect sn# isr55144 service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the architect i2000sr analyzer.